Manufacturer narrative:
(B)(4). Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device had failed rpm (rotations per minute) specifications. Therefore, the reported condition was confirmed. The assignable root cause was most likely due to internal motor or electronic control unit (ecu) failure due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from that during a hip replacement surgical procedure, it was discovered that the battery reamer drill device suddenly decreased in speed, stayed on, had low rpm (rotations per minute) and then went on again. There was a twenty minute delay to the planned surgical procedure. A spare device was not available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.